Event description:
It was reported that pump battery would not charge even though caller used tandem charging cable, wall adapter, and working wall outlet, and charging connection was not recognized after remaining plugged in for at least 30 minutes. There was no reported impact to the customer¿s blood glucose level. Customer was advised that replacement charging cable and wall adapter would be sent with two-day shipping, technical support planned to follow up, and customer was instructed to use backup therapy if pump battery depleted before new charging supplies arrived.